Event description:
This notification is being reviewed due to a user of dreamstation auto CPAP with visible foam degradation. Device was returned with evaluation. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.